Event description:
It was reported that during an vats wedge resection procedure, the scrub nurse passed the device to the doctor with the gun closed. The doctor put the gun into the chest and opened the gun. The doctor could not position the gun in correctly on the lung so he closed the gun and handed it back to the scrub nurse saying that he had not fired the instrument. The doctor then asked for the gun again and the scrub nurse handed it to him with the gun in the closed position. The doctor put the gun in the patient's chest, opened it and then placed it across the lung. He closed the gun on the lung and went to fire it. The gun would not fire so he used the release lever on top of the gun. After using the release lever he tried to open the gun but the two firing levers remained closed. The gun could not be removed from the tissue until the doctor manually pulled the firing trigger back. There were some open unformed staples visible on the cartridge. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2012. Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung at what location on the tissue? Small wedge resection-fairly thin tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Don't think so were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? The main complaint is that once the manual return lever had been used the gun did not readily open and the firing handle had to be pulled back to open the device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.